Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 14 years 9 months post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to severe aortic regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Added manufacture date. Added expiration date to field. If information is provided in the future, a supplemental report will be issued.